Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 28, 2021. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information) . H4 (device manufacture date). H6 (identification of evaluation codes 11, 3331, 4114, 3259, 4307). Method code #1: 11 - testing of device from same lot/batch retained by manufacturer. Method code #2: 3331 - analysis of production records. Method code #3: 4114 - device not returned. Results code: 3259 - improper physical structure. Conclusions code: 4307 - cause traced to component failure. The sample was not returned; therefore, a thorough investigation could not be conducted. However, a picture provided with the complaint confirmed the event. A representative retention sample was reviewed with no damage to the unit noted. During the investigations of similar events, replication testing found that this crack appears on the part when the l connector is over tightened on a port. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, there was a crack in one of the luers of the sample manifold on the reservoir, which was causing a leak. No patient involvement. The product was changed out. Procedure was completed successfully.